Event description:
It was reported that during an open sigmoidectomy, the force of pulling the locking lever was higher than usual after the 1st firing when the device was used on the colon. No unexpected resistance was felt at the 1st firing. When the locking lever was pulled forcibly the tissue came along with the anvil fork and the cartridge fork. As a result of that, only one third of the staples were formed properly. When the device was fired on the other side of the colon at the 2nd firing, the same event occurred. The device did not clamp any foreign materials. Reinforcement material was not used. Additional suture was performed to complete the procedure. There were no adverse consequences for the patient. The doctor commented as follows, the thickness of the target tissue was normal. No unexpected resistance was felt when the device was closed.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the anvil shroud detached from the anvil metal part and with two reloads present. The reloads were fully fired. The device was tested for functionality with a test cartridge. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The firing knob worked as intended. While no conclusion could be reached as to how the shroud became disengaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods quality assurance. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution. Additional information provided: (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.